Event description:
A dreamstation auto bipap device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles or degradation. The complaint was confirmed. The device had displayed error code e053 (err_comp_log_sem_timeout), e 130 (task_wdog_timeout) and e 200 (rtos_abort_err. There was no reported patient death or serious injury, however the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA pr7211, in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.